Event description:
It was reported to resmed (B)(6) that an astral device had a power failure while performing a self-test. The power failure occurred during the device start-up. There was no patient harm or injury reported as a result of this incident. MFR ref #3004604967-2015-00002.